Manufacturer narrative:
Product analysis: analysis was unable to confirm the reported the external pulse generator (epg) was not delivering the set rate of pacing. The device passed final functional and system tests. No anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) was not pacing to the set rate. The epg was returned for service. There was no patient involvement.